Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5120517/5124225, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-4318, batch/lot number: 22388188, model/catalog description: clik x anchor sterile kit. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg, leads and clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the ipg and lead site. Symptom of infection was low white blood cell counts. The patient was placed on antibiotics. The physician believed that the infection was not procedure related. The patient underwent an explant procedure. No device malfunction was suspected.